Manufacturer narrative:
Additional updates have been provided for sections b1 and h6 related to the report of saturated flow during impella support. Upon investigation closure, a supplemental MDR will be filed. This supplemental report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the saturated flow issues has been completed. The device was not returned for investigation. Data logs shows the motor current spike followed by the saturated flow from case start. The cause of the saturated flow issue was most likely biomaterial based on log review. However, the cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The user facility reported a 56-year-old male noted as high risk percutaneous cardiac inserted was implanted with an impella cp device for mechanical circulatory support. The implanted pump experienced saturated flows and the patient developed an access site bleed during impella support. Multiple blood products were administered to counteract the bleed. The pump was subsequently explanted and the site was surgically repaired to resolve the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿